Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which describes a adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. Consumer's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, pain during intercourse, memory loss, excessive weight gain, dental problems, excessive rashes, joint pain, excessive hair loss, excessive migraine headaches, depression, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. In 2013 she discovered she was pregnant and later gave birth on (B)(6) 2013. On (B)(6) 2016, hysterectomy was done to remove her essure coils. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She also discovered that she was pregnant a few months after placement. Hysterectomy was performed to remove the devices three years and six months after placement. These events are anticipated according to reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In spite of the fact that limited data was provided (the exact time between placement and pregnancy discovery was not informed), causality between this event and essure use cannot be excluded. Chronic pelvic pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration / perforation"), fallopian tube perforation ("migration / perforation"), pelvic pain ("chronic pelvic pain / increasingly severe pain") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included lipase increased, nausea, vomiting, uterine pain, uterine bleeding, right lower quadrant pain, gastritis, asthma, urinary tract infection, candida vaginal, dysuria, flank pain, pyelonephritis, penicillin allergy, hematuria, gerd, anemia, dyspnea, wheezing, chest pain, cough, diarrhea, bladder infection, gravida, parity 3 ((B)(6) 2000, (B)(6) 2015 and (B)(6) 2012.), constipation, numbness in leg, tenderness, bipolar disorder, blood transfusion, postpartum cardiomyopathy and helicobacter pylori infection. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ciprofloxacin monohydrochloride (cipro 500 mg), fluoxetine hydrochloride (prozac), ibuprofen (motrin children), levofloxacin (levaquin), medroxyprogesterone acetate (depoprovera), naproxen, ondansetron hydrochloride, prednisone, ranitidine hydrochloride (zantac) and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), rash ("excessive rashes"), arthralgia ("joint pain"), alopecia ("excessive hair loss"), migraine ("excessive migraine headahes"), depression ("depression"), fatigue ("chronic fatigue"), discomfort ("discomfort") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total laparoscopic hysterectomy and removal of essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, amnesia, abnormal weight gain, tooth disorder, rash, arthralgia, alopecia, migraine, depression, fatigue, discomfort and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, arthralgia, back pain, depression, discomfort, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: past surgical history: transfusion, tubal ligation, vaginal abdominal (failed procedure: (B)(6) 2012), c section ((B)(6) 2013), bilateral tubal ligation ((B)(6) 2013). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, back pain, pelvic pain, abdominal pain, headache, migraine, fatigue, quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: new events migration/perforation and urinary problems were added. Reporter information added. Patient details updated. Product details updated. Concomitant drugs were added. Medical history updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up 02-nov-2016: quality-safety evaluation of ptc ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She also discovered that she was pregnant a few months after placement. Hysterectomy was performed to remove the devices three years and six months after placement. These events are anticipated according to reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In spite of the fact that limited data was provided (the exact time between placement and pregnancy discovery was not informed), causality between this event and essure use cannot be excluded. Chronic pelvic pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.